Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation, the device's lcd screen was found to be blank. The device's lcd screen needs to be replaced to address the issue. No repairs were performed. The device was scrapped.